Event description:
It was reported that the patient was experiencing pain and injections were administered. An x-ray was performed and confirmed the device had migrated. The patient underwent a revision procedure. The patient is doing well post-operatively.